Event description:
It was reported that a system error (se) 2240 alarm (air in set/line) occurred on the homechoice (hc) device during fill 4 of 4 the home patient (hp) was connected at the time of the alarm. The technical service representative (tsr) assisted the hp with clearing the alarm. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported event. The tsr advised the hp to start over with all new supplies or perform continuous ambulatory peritoneal dialysis (capd) in order to complete therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.